Event description:
It was reported that one of the filter's hooks appears to be missing. This was noted upon routine removal of the device.

Manufacturer narrative:
The device history record was not reviewed, as the lot number was unk. The results from the sample eval were inconclusive and the definitive root cause is unk.